Event description:
It was reported the pt's wound related to the 3186 lead had opened. It was also reported the pt experienced pain and tenderness at the lead site. In turn, the pt was given oral antibiotics. Follow up revealed the pt's scs system was explanted. The wound related to the 3186 lead will remain open with a drain for the time being.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.